Event description:
It was reported that this right atrial (ra) lead exhibited multiple 200 ohms spikes in pace impedance measurements, however these measurements remained within normal limits. In addition, there was noise with oversensing, suggestive of a potential lead anomaly. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).